Event description:
The customer reported getting intermittent 'cine disk not available' errors. They also stated that the c-arm functions but cine does not. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer cancelled the svc call.